Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the target lesion was the first diagonal (d1), with mild tortuosity and heavy calcification. Another company's balloon was delivered two times to predilate d1; however , there was strong resistance when delivering, due to the lesion. After predilatation, the mini vision and the other company's balloon were delivered together to perform the kissing balloon technique (kbt); however, the mini vision did not cross the lesion. An attempt was made to remove both devices; however, when they were removed, the stent was found to be dislodged and came out with the other company's balloon, as it was tangled on the balloon. It was noted that the stent seemed to be expanded slightly, and may have been due to the physician inflating the mini vision instead of the other company's balloon, which may have caused the stent to become loose and easier to become dislodged. No pt effects were reported. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was no contrast visible in the inflation lumen. The stent implant was returned, but not on the balloon. This distal end of the stent implant, the first seven rows of struts, were mangled and the proximal end, the last three rows of struts were flared and stretched. The middle portion of the stent implant was flattened. There were crimp marks on the balloon where the stent implant had been between the markers. The balloon was tightly folded. There was no damage or kinks noted to the inner member or tip. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. The stent implant outer diameters were not measured due to the damage on the struts. Product performance engineering determined that the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, interactions with other devices, device size selection, and accessory device support. Reportedly, the target lesion was mildly tortuous and heavily calcified which could have contributed to the difficulties advancing. Analysis of the returned device found that the stent implant was returned dislodged, with mangled, flared and stretched struts. The outer diameter of the stent implant could not be measured due to the damage. There was no damage noted to the tip of the device which could have contributed to the difficulties advancing. Based on the incident information and returned device analysis, it appears that the difficulty advancing was related to the lesion characteristics, and thus the circumstances of the procedure. Crimp marks were visible on the tightly folded balloon between the markers, which suggests that the stent implant had been positioned correctly during manufacturing. It is possible that during the difficulties advancing, the stent implant became damaged, such that as the device was retracted the damaged struts became entangled with the other dilatation catheter. It appears that the root cause of the stent dislodgement was the circumstances of the procedure. A review of the device lot history records did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.